Event description:
Lab notified the rn of abnormal abg arterial blood gas results- po2 55 and o2 sat of 85%. Pulse ox via oximax adhesive oxygen sensor was on the 90's all night. At the time of the abg draw, pulse ox was reading mid 90's, with a good waveform, adequate perfusion, and correlation with the hr heart rate. After being notified by the lab, the rn was going to redraw abs's. Prior to the redraw, she tried changing the sensor, which resulted in a p.ox pulse oximeter of 82%, which correlated with the abg results. This was the second time in 3 months this has occurred.======================health professional's impression======================lab notified the rn of abnormal abg arterial blood gas results- po2 55 and o2 sat of 85%. Pulse ox via oximax adhesive oxygen sensor was on the 90's all night. At the time of the abg draw, pulse ox was reading mid 90's, with a good waveform, adequate perfusion, and correlation with the hr heart rate. After being notified by the lab, the rn was going to redraw abs's. Prior to the redraw, she tried changing the sensor, which resulted in a p.ox pulse oximeter of 82%, which correlated with the abg results. This was the second time in 3 months this has occurred.======================health professional's impression======================pulse ox via oximax sensor (approx. 4 days on patient) did not correlate with abg results, although there was a good waveform and perfusion. Previous abgs had correlated with p. Ox. When replaced with a new sensor, correlation occurred.======================manufacturer response for adult oxygen sensor, oximax======================contacted product rep to see if there is a lifespan for the use of this product. No response back yet.